Event description:
An x-ray (date not reported) showed that the distal end of the catheter was looped up in the intrathecal space. During the catheter revision, the surgeon was having a hard time trying to get the distal end of the catheter out; it was unclear if the surgeon succeeded. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter.